Event description:
The reporter states doing meter to lab comparison tests, in a fasting state. Reporter's results were 213mg/dl on reporter's meter (capillary test), and the venous lab test was 275mg/dl. No symptoms were reported. A control test result was in range, 124 (95-143). On followup, the reporter stated that reporter checks confirmation dot, and described the correct technique of applying blood. Reporter has been cleaning meter with alcohol. No harm was alleged.